Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to boot up. Upon troubleshooting fse found that tsm was logging out from windows, and a manual reset required multiple attempts due to the unit being stuck in shutdown mode, rendering it unable to power off and identified defective flex vision pc. To resolve the issue, fse replaced the flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.